Manufacturer narrative:
Programmer: model/serial#: unk; catheter: model: 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter: model: 8590-1, lot# n295533, implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
The previously reported conclusion code(s) no longer apply to this event. The previously reported patient and device codes have been removed and updated to the following: (B)(4).

Event description:
It was initially reported on (B)(6) 2012 that patient was not quite getting enough medication to reduce her pain; "it even hurts to shower", never having therapeutic effect. She was working with her healthcare provider (hcp) to get more medication. Patient wasn't sure if she was getting the full benefit of her pump; she was getting some pain relief, but indicated it was not enough to allow her to be doing more. Patient had gained weight since implant and was wondering if the drug infused via the device was the reason. Drug infused was dilaudid. Patient felt that therapy had worked less than 50% of the time as she experienced acute pain following implant in her legs, feet, thoracic, lumbar and sciatic area. Patient also had soreness at the pump pocket; patient felt that the "pump moved in the pocket at times". On (B)(6) 2012, it was stated that the hcp performed a dye study about a month ago that revealed the pump was working as intended. Patient had good results at the trial but hadn't had great results since implant of the pump. It was stated that the hcp did not want to increase the dose anymore from 3.6mg and wanted to decrease the medication if she didn't have more pain relief. It was later reported that hcp was to change the medication to morphine, since patient was not responding dilaudid. As of the date of this report it was indicated that patient had localized pain around the pump; "the catheter was causing pressure which results in pain on her spine". It was further stated that patient had a revision scheduled for next week to try and "resolve issue of pump moving in her body". A follow-up report will be sent if additional information becomes available.